Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a black screen, specifically linked to auxiliary 1.1/1.2. Measurements taken with a meter indicated that the controller for auxiliary 1 drawer 1.2 was faulty. A field service engineer replaced the drawer controller and reseated the pyxibus cable, retractor band cable and row board cable to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a power issue. The customer stated that there was a delay in the dispensing of the medication. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.